Event description:
It was reported that the patient received appropriate shocks, however, two shocks failed to successfully convert the patient's rhythm. The physician attempted to reposition but was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.